Event description:
It was reported that the pump battery depleted too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.